Event description:
It was reported that the right ventricle lead exhibited inappropriate shocks due to over-sensing. Over-sensing was possibly due to the concomitant use of an impulse dynamics cardiac contractility device. No intervention was performed. Patient was stable.